Event description:
Customer called to report high bgs and the insulin was not exiting. Troubleshooting was performed. Insulin did not exit. Also stated the driver block was sliding freely in the engaged position.